Event description:
One of the pts used hollow fiber dialyzer manufacturer by co "edarech tajhizat pezeshki vezarat behdasht. The dialyzer was polysulfone and it was completely filled with water vapor and the label stated the dialyzer was steam sterilized. As soon as the pt connects to dialyzer, severe reaction and cramps occurred to the pt. Later the pt suffered from hemolysis and hypotension. Unfortunately the pt died during dialysis.